Manufacturer narrative:
The investigation found that the instrument was properly manufactured and released to design specifications. No irregularities have been identified. It appears that the instrument failed due to excessive lateral bending. Certain patient populations may cause increased stress on the probes and taps, such as patients with dense bone or a high body mass index. It was identified that the patient was obese, had a tumor, and grade 2 spondylolisthesis. The incision and surgical site must be properly prepared to allow the appropriate trajectory for the instruments to function as intended. Without proper preparation and due to the depth of tissue, a patient with a high body mass index could cause tissue to press against the instruments, requiring a bending load to be applied. Also, larger patients may require additional instrumentation, such as retractors, to access the surgical site, especially in the challenging contours of the sacrum in which the breakages occurred. These additional instruments introduce the potential to press against the probes and taps during the procedure, which can increase the leverage (metal against metal) if lateral bending forces are applied. Complete details available in the attached investigation summary. The supplies instructions for use (ins-076) states in the warning section: based on the fatigue test results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level and patient conditions, which may impact the performance of the system when using this device. Use of these systems is significantly affected by the surgeon's proper patient selection, preoperative planning, proper surgical technique, proper selection and placement of implants. Risk factors that may affect successful surgical outcomes include: alcohol abuse, obesity, patients with poor bone, muscle and/or nerve quality. Patients who use tobacco or nicotine products should be advised of the consequences that an increased incidence of non-union has been reported with patients who use tobacco or nicotine products. - (B)(4).

Manufacturer narrative:
The arsenal curved probe is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
An arsenal curved probe fractured and broke mid way down into the patients sacrum. Removal was performed using a trephine and removal system which extended the case about an hour. The patient was challenging in the fact the patient was obese, had a tumor and grade 2 spondylolisthesis.